Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since inadvertently a sample of healthy brain tissue was taken instead of the intended tumor tissue, although: there is no indication of a systematic error or malfunction of the brainlab device, the corresponding measures to reduce this risk to be as low as reasonably practicable are already in place, according to the hospital there are no negative clinical effects for this specific pt. Despite a comprehensive investigation has been performed, a definite root cause could not be determined for this specific issue. The investigation results could neither confirm nor disprove an actual inaccuracy of the info provided by the brainlab navigation. According to the results of brainlab investigation and the info provided by the hospital, potentially the navigation reference array may have been inadvertently moved during surgery, which would lead to a shift between the virtual display of the pt image datasets and the actual pt anatomy. Apparently the potential inaccuracy was not detected with the corresponding verification functionalities that are available. There is no indication of a systematic error or malfunction of the brainlab navigation device. Brainlab measures to reduce this risk to be as low as reasonably practicable are already in place. Brainlab intends to after additional training to this hospital.

Event description:
A cranial surgery for tumor reaction was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: performed the initial registration of the pt (matching of virtual display of pt image data and actual pt anatomy) with statistically good precision. Performed incision and craniotomy with the aid of navigation. Used the aid of navigation to define borders of the tumor and to perform resection. Obtained according tissue samples that were sent to pathology. Received the info that the tissue samples have been determined to be healthy brain tissue instead of the expected tumor tissue. Continued the surgery without the aid of navigation. According to the hospital there have been no negative clinical effects for this specific pt.